Manufacturer narrative:
D9. The battery pack was received for analysis on 2023-oct-16. H3. Analysis of the battery pack found that the complaint could not be verified. The battery pack passed all tests and no visual anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt had a damaged belt. Pt clarified they called this morning because their "belt" wasn't working, but now pt thought the issue was with their controller. Agent asked, pt was referring to the recharger as their belt and clarified that it wasn't broken, but just wasn't working. Pt clarified further that they had controller plugged in to ac power overnight and thought the controller had charged, but today when they went to charge the implant, the controller wouldn't do anything. Pt said they called because they thought the recharger/belt wasn't working, but after the call, they plugged controller in to ac power supply again and noticed the screen said the battery needed to be replaced, so they wanted to call back. Pt mentioned as long as the controller was plugged into ac power, the screen would turn on. Pt attempted to unlock controller during the call but saw insert mdt battery pack screen. Pt did not see any damage to battery or battery compartment. Pt inserted aa batteries and plugged controller in to ac power without battery pack and the screen turned on. Pt reinserted li battery while not plugged in but the screen wouldn't come on and when plugged in to ac power, there was no blinking green lig ht. Pt mentioned they had an MRI on thursday that they needed to charge for. Agent consulted with repair to let them know a recharging belt was not needed. A replacement battery pack was sent out. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial: (B)(6). Product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.